Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), tooth disorder ("excessive dental problems"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), infection ("frequent infections"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, tooth disorder, alopecia, fatigue, infection, menorrhagia, abdominal pain, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fatigue, infection, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.